Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetes-induced seizures.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's wife reported that the patient had 2 seizures due to the inaccuracies of the cgm. 911 was called and the emergency medical technicians (emts) gave the patient an i.v. With dextrose to bring his blood sugar up. The patient was not transported to the hospital. Later that day the patient had another seizure. Patient's parents came over and his wife and parents transported him to the emergency room (ER) at about 1:00 or 2:00 in the afternoon. ER nurse took a fingerstick reading which displayed 102mg/dl compared to cgm which was reading 61mg/dl. While at the hospital, the patient was connected to a heart-rate and blood monitor, but no medication was given to patient. The patient did not stay overnight and was released at 4:00 pm. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. Do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.